Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2011 and that a subsequent revision procedure occurred on (B)(6) 2012 allegedly due to pain. A review of invoice history confirms both surgery dates. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on patient allegations and the allegations are currently unknown and unverified.